Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05384. The pt received his scs system on (B)(6) 2010 including two percutaneous leads (from different lots). It was reported the pt fell when he jumped out of a school bus during a drill. Over time the stimulation changed and eventually stopped. The pt underwent a CT scan and it showed lead migration. No further info is available at this time.